Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. As received, the charger was unable to charge a battery pack. Upon eval, the q1 transistor and u13 8-bit cmos flash micro-controller were shorted and there was corrosion on the bedside board. The cause of the inability to charge the batteries is the shorted q1 transistor and u13 component. The root cause of the shorted components is liquid ingress, as evidenced by the corrosion. The source of the liquid ingress cannot be positively identified. No adverse event resulted from the damaged components and board. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the charger/modem was prompting that there was a problem. The pt was provided with a replacement charger/modem.